Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was obtained through the medrio database for clinical study (B)(6): on (B)(6) 2024, the gore® synecor preperitoneal biomaterial device was initially implanted during an elective procedure performed in the preperitoneal retro muscular (sub lay) space for the repair of an m1 (midline, sub xiphoidal) hernia. On (B)(6) 2024, the patient was identified as having developed a ventral hematoma within the preperitoneal space. This event was reported as not device or procedure related. On that same date, the patient underwent a reopening of the recent laparotomy. During this intervention, the hematoma was evacuated, and a defect in the preperitoneal space was repaired. The originally implanted synecor device was explanted at that time, and a new synecor 12 x 12 mesh was subsequently implanted. No infection was reported in association with these events.